Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the b12lt instrument was received with the sleeve broken. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a robotic thoracoscopy and lung lobectomy, the trocar broke in half inside the patient. The piece was retrieved. Case completed with another device of the same product code. There were no patient consequences reported.